Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sionblue. Guide catheter: hyperion. The traveler rx is currently not commercially available in the us; however, it is similar to a device sold in the us. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified, (B)(4) stenosed posterior lateral (pl) artery. A 2.00 x 12 mm traveler rx balloon dilatation catheter (bdc) was selected for the procedure. The bdc was advanced with resistance felt to the lesion, crossed and upon the first inflation to 6 atmospheres the balloon ruptured. The bdc was removed from the anatomy with no resistance felt and was replaced with a non-abbott bdc to complete the pre-dilatation and the procedure was completed with the successful deployment of an unspecified stent implant. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.